Event description:
(B)(4) reported: atrial intrinsic amplitude out of range - only one out of range value over last 3 months all other at 1.5 mv or higher - discussed continued monitoring of patient sensing. Pt is 90 percent atrial paced and there is no signs of undersensing. Lead was explanted and replaced. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 24 cm distal to the is-1 connector pin. A proximal fragment was received for analysis. The distal fragment including the lead tip was not returned. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present cut, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.